Manufacturer narrative:
Reliability analysis inspected two opened and or used enlite sensors and performed bicarbonate buffer test and both sensors failed. No isig readings detected. The lab was checked for transmitter for proper use and operation using tool and transmitter passed. Both cannulas were found to be split from tubing.

Event description:
The customer reported via phone call of issues with their sensors falling off and causing sensor errors. The customer's blood glucose level at the time was unknown. The customer was assisted with troubleshoot, and the sensors are being returned for analysis and being replaced.